Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, blank display, damaged battery cap, failed battery test, no delivery alarm and weak signal alarm. Customer's blood glucose level was over 600 mg/dl. Customer treated their high blood glucose via manual injection and bolus delivery. Customer advised the insulin pump malfunctioned and failed to prime three separate times. Customer declined to troubleshoot for high blood glucose and advised they changed out their set. Customer was advised a replacement battery cap would be sent out and to place a new battery inside the device. Customer was advised to monitor the device and call back to complete the troubleshoot process.